Event description:
On (B)(6) 2011, this pt underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis, featuring the c3 delivery system. The pt tolerated the procedure. The maximum diameter of the aneurysm measured 78.7mm. On (B)(6) 2012, the pt underwent coil embolization for a type ii endoleak.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. "Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices." The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include but are not limited to: endoleak, aneurysm enlargement. Additionally, the gore excluder aaa endoprosthesis instructions for use (IFU) specifies "pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion."